Event description:
It was reported that the patient felt pain at the implant site. The implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, and right atrial (ra) lead were was explanted and there was no replacement system implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: d314drg, implantable cardioverter defibrillator, (B)(6) 2012. A 5076-45, implantable pacing lead, (B)(6) 2012. A t505u225, tissue valve, (B)(6) 2011. (B)(4).